Manufacturer narrative:
Patient code: (B)(4) surgical intervention device code: (B)(4) hernia recurrence occurred it was reported that patient underwent mesh revision on (B)(6) 2016 by dr. (B)(6) due to hernia recurrence at (B)(6) hospital; (B)(6).

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 07/17/2019.

Manufacturer narrative:
Date sent to FDA: 04/13/2020. Additional narrative: it was reported that the patient underwent repair of mesh on (B)(6) 2017.

Manufacturer narrative:
Date sent to FDA: 04/17/2020.

Manufacturer narrative:
Date sent to FDA: 04/23/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.